Manufacturer narrative:
E1 - initial reporter address : (B)(6).device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a pinhole rupture was found near the tip of the balloon. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right subclavian vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, after crossing the guidewire, the balloon was dilated but slipped from the lesion during dilatation. The balloon was repositioned and dilated again; however, it was noted that it did not increased above 10 atmospheres. Consequently, the device was taken outside the patient and upon checking, it was noted that a pinhole rupture was found near the tip. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was inflated two times within 3 seconds and 20 seconds accordingly. The device was simply removed from the patient's body.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that a pinhole rupture was found near the tip of the balloon. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right subclavian vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, after crossing the guidewire, the balloon was dilated but slipped from the lesion during dilatation. The balloon was repositioned and dilated again; however, it was noted that it did not increased above 10 atmospheres. Consequently, the device was taken outside the patient and upon checking, it was noted that a pinhole rupture was found near the tip. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was inflated two times within 3 seconds and 20 seconds accordingly. The device was simply removed from the patient's body.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pinhole rupture was found near the tip of the balloon. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right subclavian vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, after crossing the guidewire, the balloon was dilated but slipped from the lesion during dilatation. The balloon was repositioned and dilated again; however, it was noted that it did not increased above 10 atmospheres. Consequently, the device was taken outside the patient and upon checking, it was noted that a pinhole rupture was found near the tip. The procedure was completed with a different device. No patient complications were reported.